Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited loss of left ventricular capture. Programming changes were made. Patient condition was stable.